Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 500 mg/dl with symptoms of dehydration associated with an inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the pump being suspended and that the bolus totals did not match. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: the bolus history showed 0.00u of a programmed 1.95u bolus delivered on (B)(6) 2015 at 23:35 and a fully delivered 0.85u followed immediately. A normal 10u bolus and a 10u audio bolus were performed and were both fully delivered and accurately recorded in the pump history. There was no hypersensitivity to the buttons on the keypad observed. The total daily doses (tdd) correctly showed 20.0u for boluses. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked with corrosion observed inside. The leak test verified the leak in battery compartment. The pump was opened and no further evidence of moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.